Manufacturer narrative:
H6, medical device problem code: a150204, failure to advance, has been added.

Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a long peel-away introducer sheath (25 cm) was intended to be advanced into the left femoral artery; however, advancement was unsuccessful due to a high degree of vascular calcification. During this attempt, the introducer sheath broke. A short peel-away introducer sheath (13 cm) was subsequently inserted into the right femoral artery without issue. The impella cp was then placed into the ventricle, and the procedure was successfully completed. The impella cp was explanted after approximately two hours. Both access sites were securely closed. No adverse consequences to the patient were reported, and no patient injury or harm was reported in association with this event.

Manufacturer narrative:
Added: d3, d6a, d6b, g1. Pd-any device-(separation, break): the cause of the product damage was most likely patient condition related since patient had calcification of the vessels. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had calcification of the vessels preventing successful delivery of impella.